Event description:
The surgeon has reported that a patient was developing a granuloma on the mandible post-operatively after the use of materialise personalized plate.

Manufacturer narrative:
The investigation concluded that the device met specifications. The exact reason why a granuloma appeared on patient's mandible could not be established.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The surgeon has reported that a patient was developing a granuloma on the mandible post-operatively after the use of materialise personalized plate.